Manufacturer narrative:
(B)(4). Additional investigation summary: three top foils of product code j494, lot mmk060 were received for analysis. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue of ¿the dr. Had issues with the suture. They described the suture as coming apart while the physician was trying to use them". The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional investigation summary: two empty opened boxes and twenty-three unopened samples of product code j494, lot mmk060 were received for analysis. The complaint sample was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When event occurred- pre-op- before use on patient? Or intra-op-during use on patient while suturing? Please explain/clarify what do you mean by " suture coming apart while the physician was trying to use them" ? ----did the suture pull off/detach/separate from the needle ? Or did the suture thread break into 2 pieces? Please confirm specific number of devices (total qty actually involved with reported issue) for each code/lot reported that failed for this event ? Note: events reported in 2210968-2019-89096, 2210968-2019-89097, 2210968-2019-89099, and 2210968-2019-89100.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture came apart while the physician was trying to use it. There were no adverse patient consequences reported. Additional information has been requested.